Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the eos battery status, 135 charging cycles were recorded in the devices memory. The memory content of the device was inspected. The inspection revealed 49 episodes of regular vf and nst detection in the time of 11:55 am to 04:36 pm on february 21, 2024 due to intrinsic signals that partially led to delivery of full energy therapies. The analysis of the shock holter data showed that an amount of 80 charging cycles was performed by the device within one and a half hour on february 21. As a result of that fast successive charging the eos battery status had occurred. The eos status was removed with a technical programmer and subsequent interrogation revealed the mos1 battery status. The amount of charge taken from the battery was verified, revealing the mos1 battery status to be as expected. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD was extensively analyzed. Analysis of the memory content revealed a high number of regular vf and nst episodes on february 21, 2024. Within one an a half hour 80 charging cycles were performed by the device. The activation of the eos status resulted from that fast successive charging. A thorough analysis of the ICD, however, proved the device to be fully functional. There was no indication of a device malfunction.

Event description:
It was reported that the device was explanted due to eos indication found during follow-up, after several episodes with shock delivery. Should additional information be received, this file will be updated.